Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a microdisectomy procedure, it was observed that the motor device had an e6 (handpiece overheat warning) error code. It was reported that there was a 15 second delay to do minor troubleshooting with the device and the surgery was successfully completed. A spare device was not needed to complete the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.